Manufacturer narrative:
(B)(4). The insulin pump was received with high sleep current due to cracked l7 at pcba1. The pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was received with minor scratched display window and case.

Event description:
Customer reported that the battery in their insulin pump only lasted two days. Customer received a low battery alert. Blood glucose level at the time was the 347 mg/dl. Troubleshooting was performed and the device will be returned for analysis.